Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The rhythm was ventricular tachycardia which was below the rate cut-off. The sensing vector was set to the secondary vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.